Event description:
Dealer stated that the ac adapter has exposed wires. Dealer stated she is unaware of what may have caused the issue. Dealer stated the unit belongs to the department of corrections, no specific end user. Dealer stated there were no injuries.